Event description:
This is filed to report a death. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4+. One clip was implanted with no reported issue, reducing mr to grade 1+. On (B)(6) 2022, sometime during the night, the patient became unresponsive resulting in reintubation and expired shortly after. The patient had a history of heart failure with multiple hospital admissions. Prior imaging showed history of previous stroke. The physician stated it was likely caused by the procedure. There was no device malfunction during use. The clip was stable on both leaflets. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death appears to be due to patient condition. Additionally, the reported patient effect of death is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.